Event description:
It was reported that the remote monitor was no longer receiving power, even after the batteries were replaced. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.